Manufacturer narrative:
Sensor (0m00658h4mw) has been returned and investigated. The sensor plug was returned, and it was properly seated and no damage was observed on the sensor patch. Visual inspection has been performed and no issues were observed. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low reading with the freestyle libre sensor, as compared to a competitor meter. The customer experienced symptoms of lightheadedness and a loss of consciousness and was incapable of self-treating. The caregiver checked the customer¿s blood glucose but did not provide reading information or the device used to obtain the reading. The caregiver treated the customer with orange juice. No comparative readings were provided therefore, it is unknown if the treatment of orange juice is consistent with hypoglycemia. There was no report of death or permanent injury associated with this event.